Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had shut off issues.

Event description:
N/a.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) oserved by end user during operation ¿shut off, stopped augmenting ¿. Tested cardiosave and could not duplicate failure. Examined logs and observe fault 111,112 and 118 on day of event 3-7-2023. Log remedy on all 3 faults correction issue possibly executive processor board. Replaced executive processor board and calibrated to specifications. Unit passed all functional and safety tests per factory specifications returned to customer and cleared for clinical use. The patient involvement is unknown. The defective components were received for further investigation. This part was received with a reported unit failure message of unit shut down and code 111, 112 and 118 was observed in fault logs. Performed visual inspection of this part received and part looks to be in good condition. Installed the exec processor board into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision d and the cardiosave service manual pn 0070-00-0639 revision q. After extended period of run time, the fat dept. Could not verify the failure of unit shutting down. Exec. Processor board passed testing. Retaining the exec. Processor board in the fat dept. As per processor 0002-07-d008 rev al. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.